Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the follow-up, high, out of range impedance was observed. The patient was asymptomatic. The lead was explanted and replaced. The patient condition was fine before, during, and after the procedure.